Event description:
Patient reported experiencing erratic blood glucose of 38-540 mg/dl. Her normal range is under 200 mg/dl. Pt stated that her physician recommended range was 100-200 mg/dl. She stated that she was visually impared and heard the infusion device beep every few minutes. Pt indicated that it was possible that a temporary basal rate could have been programmed. She reported feeling shakey and nauseated. Pt stated that she is addressing the issue with diet and boluses. The pt did not report assistance by a healthcare professional or send party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.